Manufacturer narrative:
Device history records was attempeted. The report indicates that the: service history review: part no: 05.001.002, lot no: 2620, a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 5-may-2015. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are dzi, erl and hbe. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service history record review has been requested and results are pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a basic console for electric pen drive from synthes evaluation equipment failed inspection. A screw was missing on the base plate and there was something loose inside. There was no report that this issue was associated with or impacted a surgical procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the device had a loose piece inside. The repair technician reported the screw was missing on the base plate. The cause of the issue is unknown. The device was sent to the vendor for repair on november 10, 2015. The component was repaired and tested to operational specifications and returned to the customer. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.